Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2017 due to a ¿massive¿ stroke. A CT scan on (B)(6) 2017 found large left occipital intraparenchymal hematoma with mass effect, and sulcal effacement diffusely in left to right subfalcine herniation. There was also a small amount of left tentorial, and possibly left hemispheric, subdural blood. It was reported that the patient¿s outcome was lvad therapy related, and that the pump was reported to have been operating as expected at the time of the event.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.